Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the detachable accessory/doppler ultrasound to be inoperable. The fse replaced the doppler ultrasonic iabp assembly and returned the device to clinical usage.

Event description:
It was reported that the doppler of the cs300 intra-aortic balloon pump (iabp) had an issue; there was no sound and it was not functional. This event occurred during use on a patient. No adverse event was reported.